Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device is not holding clips properly and the clips are malformed. It was not during a procedure. There was no patient involvement.